Manufacturer narrative:
The initial reported event of "it was reported by the patient that there device alarm "went off and malfunctioned." Follow up was conducted and the nurse stated the alarm was due to the patient's right ventricular (rv) lead. The lead exhibited one hundred and ninety nine sensing integrity counter (sic) counts and high pace impedance. The lead was reprogrammed off and replacement surgery is expected in the future. The lead remains in the patient. No patient complications have been reported as a result of this event." Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that there device alarm "went off and malfunctioned." Follow up was conducted and the nurse stated the alarm was due to the patient's right ventricular (rv) lead. The lead exhibited one hundred and ninety-nine sensing integrity counter (sic) counts and high pace impedance. The lead was reprogrammed off and replacement surgery is expected in the future. The lead remains in the patient. No patient complications have been reported as a result of this event. It was further reported that the lead was capped and replaced in (B)(6) 2017 and has now been recently explanted prophylactically during a different procedure.